Event description:
During the troubleshooting of a system error 0003, it was reported that an additional unknown system error alarm occurred during and unspecified stage of peritoneal dialysis. The technical services representative assisted the patient in resolving the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The reported problem was identified during the event history log review by the presence of system errors 0002, 0031, 0015, and 2059. Visual inspection and functional tests were performed. The cause was determined to be faulty digital board which was replaced to resolve the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.